Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated the device was beeping sixteen times once a day. Boston scientific technical services (ts) reviewed the available data and indicated there were alerts for the right atrial (ra) lead for out of range amplitude measurements and left ventricular (lv) lead for out of range impedance measurements. The patient was instructed to contact their clinic for review. The patient had a history of loss of capture and diaphragm stimulation in other polarities, therefore, the programming could not be changed. The lv impedance measurement trigger was increased and the patient will continue to be followed appropriately. No adverse patient effects were reported.